Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure in the aortic position, the commander balloon did not inflate and the contrast liquid ¿came into the aorta.¿ when the syringe pusher was pulled back, blood was seen in the atrion device. The whole system was retrieved but caused some vascular complications that were solved using two additional proglides to close the access site. A second valve was successfully implanted and the patient is doing well. There was nothing unusual detected with the delivery system during prepping. There were no issues during valve alignment and the femoral and aorta were not very tortuous. It is perceived that the patient¿s highly calcified aorta could have damaged the balloon.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual and dimensional analysis was performed. Visual inspection revealed the inflation balloon was completely separated from the crimp balloon proximal to the inflation balloon to crimp balloon (I/c) laser bond between the two components (¿I/c bond¿ still intact). Gouges were observed on the flex tip. No other visual abnormalities were noted. The delivery system was dimensionally inspected. Crimp balloon double wall thickness measurements were taken to ensure that the wall thickness of the material was within specification. All measurements were found to be meet specification. No relevant functional testing related to torn balloon could be performed due to the damaged condition of the returned device (crimp balloon material separation proximal to I/c bond). The complaint for the ¿balloon torn¿ was confirmed. Performing valve alignment in a bent section of the aorta can cause the thv to unseal (non-coaxial placement of valve in relation to the flex tip) from the flex tip. This may cause part of the crimped valve to slide into the flex tip lumen (¿diving¿). If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. An engineering study was previously performed to confirm this condition and was able to recreate high enough forces to potentially cause a material failure in the area in question. Damage observed on the flex tip provide evidence of the thv diving into the lumen of the flex tip. There is no information in the description of the complaint that indicates that any other procedural factors contributed to the event. However, the following are the procedural/patient factors which can contribute to balloon torn: not retracting the flex tip back to the triple marker position prior to deploying the crimped valve could result in increased tensile load on the constrained portion of the balloon, which subsequently can contribute to the separation of the crimp balloon and the inflation balloon. Residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30% during prep) after de-airing, can contribute significantly to difficulty in alignment process. (Excess fluid remaining in the balloon and balloon shape could lead to enlarge balloon profile, potentially increasing the alignment force). Patient anatomy may have negatively impacted the delivery system during valve alignment, causing additional force needed for alignment (friction between balloon and flex shaft). Thus, a definitive root cause for the reported event was unable to be determined at this time. No manufacturing or IFU/labeling inadequacies were identified. Available information suggest that procedural/patient factors may have contributed to the event. Review of complaint history for october 2016 revealed that the occurrence rate did not exceed the control limits for this failure mode. However, at management discretion, a preventive risk assessment was previously initiated for risk assessment and for consideration for further escalation.

Manufacturer narrative:
Additional information provided indicated the patient¿s minimum luminal diameter was > 6mm with mild tortuosity and calcification. The commander delivery system was returned to edwards for evaluation. Preliminary visual evaluation revealed a kink on the balloon shaft proximal to the default marker and separation proximal to the I/c bond. Investigation is ongoing.